Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7175261. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 240662. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an undesired sensation in the feet due to lead migration. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.